Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): device alarm: "pt on respirator sedated on ultiva and propofol. Infusion pump that gave propofol gives device alarm and propofol flows freely into the pt. The pt received an unintended bolus of propofol, but the infusion was stopped and switched over to another pump."

Manufacturer narrative:
Exemption number (B)(4). B braun medical inc (importer) is submitting this report on behalf of b braun (B)(4). The device is currently shipping from (B)(6) to bbm lab in (B)(4) for investigation. A f/u report will be provided after the inspection results are available.